Manufacturer narrative:
As reported, the patient experienced pain/soreness post implant of a 3dmax mesh. Additional follow up cannot be performed as there is no contact info available. Based on the information provided, no conclusions can be made. Pain is a clinically understood potential complication of surgery/use of the device and is identified in the instructions-for-use provided with the device, as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (29-may-2025) based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported on a social media platform, the patient underwent a procedure and was implanted with a 3dmax mesh. Postoperatively, the patient experienced pain. " I had it done 4 weeks ago. Very painful and sore. Abdominal muscles in the core body group take days to heal."